Event description:
It was reported that during a urinary organ procedure, the tip of the device was broken and fell into the patient's body. The fallen piece retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.